Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 435 mg/dl, 123 mg/dl, 288 mg/dl, and 267 mg/dl within 1 minute on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.